Manufacturer narrative:
An event regarding alleged loosening involving a restoration modular stem was reported. The event was confirmed. Product evaluation and results: not performed as no devices were received for evaluation. Medical records received and evaluation: a review of the revision operative notes, office notes, and x-ray printouts by the consulting clinician indicated ""x-ray: osteolysis femoral and acetabular component. Femoral component grossly loose." The femoral component was loose and easily removed. " "no primary right total hip arthroplasty operative report or listing of the components implanted is available. There is no examination of the explanted components at the revision surgery and no documented follow-up after october 22, 2007 at which time no complaints of the right hip are noted. Based on the available information, there is no evidence that this patient's clinical problems were related to factors of faulty design, manufacturing or materials of any stryker implants." Product history review: a review of the product history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. The reported event for loosening was confirmed. However, the exact cause of the event could not be determined based on the review of the revision operative notes, office notes, and x-ray printouts by the consulting clinician indicating "no primary right total hip arthroplasty operative report or listing of the components implanted is available. There is no examination of the explanted components at the revision surgery and no documented follow-up after october 22, 2007 at which time no complaints of the right hip are noted. Based on the available information, there is no evidence that this patient's clinical problems were related to factors of faulty design, manufacturing or materials of any stryker implants". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened. Per medical review: "on (B)(6) 2006 she underwent a revision of her right total hip arthroplasty for a diagnosis of failed right total hip arthroplasty." "The operative report notes, "complains of right hip and thigh pain for two years. X-ray: osteolysis femoral and acetabular component. Femoral component grossly loose."

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened. Per medical review: "on (B)(6) 2006 she underwent a revision of her right total hip arthroplasty for a diagnosis of failed right total hip arthroplasty." "The operative report notes, "complains of right hip and thigh pain for two years. X-ray: osteolysis femoral and acetabular component. Femoral component grossly loose."

Manufacturer narrative:
Additional information: date of implant; date of explant.